Manufacturer narrative:
Sections with additional information as of 09-oct-2025: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned; unable to ship returned product to manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Son is calling on behalf of the customer. Caller stated that an air bubble is created in the pen needle when attempting to administer insulin. Caller was concerned that due to the air bubble the pen needle is not dispensing the correct amount of insulin to the customer. The package had not been open or damaged when received by the customer. Caller did not recall the exact date the customer first used the product out of this package but stated there are only about 5 pen needles left in the box, as customer has to sometimes use 3-4 before getting one that works. The customer is using compatible product. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.